Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against ventralex st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical records and plaintiff profile form: (B)(6) 2015- patient was diagnosed with supraumbilical hernia thereby underwent open repair with implant of ventralex st mesh. Per op notes, ¿the fascial defect was dissected and the sac with omentum was removed. A ventralex st mesh was placed intraperitoneally and sutured¿. (B)(6) 2020- patient was diagnosed with incisional hernia, adhesions, thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿adhesions between omentum and abdominal wall were taken down. The old mesh was left in place and a synthetic mesh was placed as underlay in abdominal cavity and sutured¿.